Manufacturer narrative:
This event was discovered outside of use, without patient involvement. The reported malfunction was confirmed. The customer was provided with the part number of the air inlet and cooling fan filters to resolve the issue.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 12/17/2020.

Event description:
It was reported the equipment overheated. It is unknown if the device was in use on a patient at the time of the reported event.